Event description:
It was reported that patient underwent procedure, utilizing two knotless suture anchors in 2009. During the procedure, the handles on the anchors became loose and broke free from the shafts prior to the anchors being fully seated. The surgeon used pliers to grip the shaft of the instruments and finish seating the anchors. There was no significant delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
There are warnings in the package insert that state "do not use excessive force when inserting suture anchors...". Testing was performed on additional units and inventory history confirms product is being used successfully. This report filed october 6, 2009.